Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using a wand. The wand was placed directly over the device, different techniques were utilized unsuccessfully. The device remains in service. No adverse patient effects were reported.